Event description:
It was reported that during the case three of the screws stripped. The locking rings came undone as the screws were being put through the cage.

Manufacturer narrative:
Method: device not returned. Results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. Conclusion: a plausible root cause is the surgeon deviated from user instructions. From the communication with the representative, the surgeon did not use the all-in-one guide. The stg mentions that the free-hand technique is strongly discouraged and that the use of an inserter/guide is required. This prevents the screw from deviating from the prepared pathway and prevents the chance of locking-ring deformation.

Event description:
It was reported that during the case three of the screws stripped. The locking rings came undone as the screws were being put through the cage